Event description:
It was reported that the user experienced elevated blood glucose while using the ilet after being advised by a clinician to stop announcing meals for two weeks, which led to frequent low glucose events; the user then resumed meal announcements and later reported a blood glucose of 210 mg/dl without symptoms, and was advised to consult the healthcare provider about a factory restart and to monitor for downward trend. Symptoms included no reported clinical manifestations at the time of the 210 mg/dl reading. Outcomes included temporary hyperglycemia without medical intervention or hospitalization. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction and a use-related pattern change associated with meal announcement behavior. It was concluded that the cause of the hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.